Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that when verifying the straight probe in the registration screen, the screen went blue. To be able to use the straight probe, the manufacturer representative (rep) went back in the software to registration so that the site could use the 2d views. There was no delay to the procedure. No impact on patient outcome.